Event description:
Subsequent to the initial medwatch report, the following information was received: during needles deployment, resistance was felt. Due to the resistance the operator changed the position of the device several times. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported resistance encountered during needle deployment and failure of a needle to deploy was confirmed. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. The operator reportedly redeployed the needles after they were backed-down. The prostar xl device instructions for use (IFU) states under the needle deployment technique for needle back-down section not to attempt to re-deploy the prostar xl device after the needles have been backed-down. Replace the prostar xl device with another prostar xl device, an introducer sheath, or utilize conventional compression therapy. Additionally, the IFU states under the precautions section not attempt to re-deploy prostar xl needles after the needles have been backed-down into the sheath (refer to the technique for needle back-down section).

Manufacturer narrative:
(B)(4) - the operator reportedly redeployed the needles after they were backed-down. The prostar xl device instructions for use (IFU) states under the needle deployment technique for needle back-down section not to attempt to re-deploy the prostar xl device after the needles have been backed-down. Replace the prostar xl device with another prostar xl device, an introducer sheath, or utilize conventional compression therapy. Additionally, the IFU states under the precautions section not attempt to re-deploy prostar xl needles after the needles have been backed-down into the sheath (refer to the technique for needle back-down section). In addition, the IFU states under the special patient populations section that the safety and effectiveness of the prostar xl 10f pvs system has not been established in the in patient populations with common femoral artery calcium, which is fluoroscopically visible. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.

Event description:
It was reported that prior to an endoleak stenting procedure, pre-close placement of the sutures was attempted of a moderately calcified femoral artery using a prostar xl device. Reportedly, during deployment of the device through an 8-french sized access site, no blood was visible from the dedicated marker lumen. The device was removed, reflushed, and re-introduced until blood from the marker lumen was visible. During needle deployment, only three of the four needles presented at the hub. The three needles were backed-down. The device was reinserted with good arterial marking and the needles were redeployed. The sutures were secured and wrapped in wet compresses. After the endoleak stenting, the first knot was tightened by pulling gently on the white suture as the introducer sheath was removed. When the green suture was pulled, a portion of the vessel wall was pulled out. A 14-french sheath was inserted the vessel as guide wire access was maintained. However, as the 14-french sheath was advanced the implanted endoleak stent was damaged. The vessel was surgically repaired and sutured to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be in-training in the use of the prostar xl device. No additional information was provided.